Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting with tandem technical support, air bubbles were observed. Reportedly, the customer did not correctly remove the air from the cartridge during the load process. There was no reported adverse impact to customer's blood glucose level. Customer performed a supply change to address the issue.